Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained oversensing on the ventricular channel due to myopotentials. Programming changes were made. Device remains implanted.